Manufacturer narrative:
Information indicates that this device remains in service. No further information is available. This report will be updated if more information becomes available.

Event description:
Additional information was received that the issue of high impedances was recorded on the right atrial lead, not the right ventricular lead.

Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service without further issue. Investigation remains open at this time. As new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that the transvenous right ventricular (rv) lead in association with this implantable cardioverter defibrillator (ICD) exhibited greater than 2,000 ohms pace impedance. The reason was not yet known. There were no reported adverse patient effects associated with this clinical observation.